Event description:
It was reported that the patient experienced a seizure and loss of consciousness at home and was taken to the hospital. The pacing rate was adjusted. The device was reprogrammed with the settings changed to off for auto capture and increasing the rv output to 4.0 v @ 0.4 ms to ensure a safety margin. The physician recommended a generator replacement. The replacement was likely completed using a competitors device and without biotronik support. Current information has this lead as still implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.